Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/19/2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with moisture in the battery compartment. A leak test was performed and failed due to a crack alongside the battery compartment. The pump was opened and there was moisture found on the battery canister and on the support bracket.